Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, concentric de novo lesion of the left anterior descending artery and posterior descending artery, after predilatation the promus stent delivery system (sds) could not reach the target lesion due to the vessel tortuosity. A little force had been applied and it was noted that there was a distal bend fracture of the delivery system catheter. The device was removed from the anatomy and a 3.0 x 8 mm promus sds was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information as provided. Return device analysis revealed that the proximal hypotube shaft was returned separated. Subsequent information from the site indicated it occurred during the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned promus stent delivery system noted blood on the shaft, balloon and in the guide wire lumen. There was contrast on the shaft. This is consistent with handling and advancement into the body. The stent implant was stationary on the tightly folded balloon between the markers, with no damage noted. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. There were multiple bends throughout the entire length of the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as moderately tortuous, which likely contributed to the failure to cross and as force was applied, the distal shaft kinked. It should be noted that the instructions for use (IFU) cautions the user that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, based on the reported information, it is unknown if an IFU deviation caused or contributed to the reported difficulty. During product analysis, the hypotube was noted to be kinked and separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The hypotube jacket was stretched and separated at the same location. This damage was not reported. It is possible that the hypotube kinked and separated during the attempt to cross the lesion or during post procedure handling, however, a definitive cause could not be determined. A review of the device lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there is no indication of a lot specific product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are inspected for kinks and a sampling of units is destructively tested to verify lumen integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt2 ms; guide cath: ebu 3.0 6 f. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.